Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s grandson reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose over 557 mg/dl and current blood glucose level was 314 mg/dl. The customer stated that the insulin pump had a no delivery alarm. The customer experienced symptoms such as delirious. The customer was treated by paramedics with manual injections and intravenous. The customer declined to troubleshoot on the insulin pump. The customer changed out sets but also had no delivery alarms and high blood glucose levels. The customer was advised to check for protruded, loose, sticking out or flush drive support cap. The customer was wearing the insulin pump prior during the hospitalization. The insulin pump will be returned for analysis.